Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the sales rep, there is an eds iii having a leaking stop cock.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. It was subsequently communicated that the device was not retained. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information is provided, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.